Manufacturer narrative:
Date of event is an estimate based on aware date as event date is unknown.

Event description:
It was reported a break occurred. A procedure was being performed with a comet pressure guidewire. The guide broke into two components. These parts were recovered and removed from the patient using a lasso.

Event description:
This incident has been determined to be the same case reported via the medical device report number 2134265-2021-06325. It was reported a break occurred. A procedure was being performed with a comet pressure guidewire. The guide broke into two components. These parts were recovered and removed from the patient using a lasso.

Manufacturer narrative:
This incident has been determined to be the same case reported via the medical device report number 2134265-2021-06325.